Event description:
A nonhealth care professional reported that following the cataract surgery with intraocular lens implant procedure, the patient was seeing things distorted from surgical eye, trapezoid shaped. Has seen surgeon and is does not know what the cause. Additional information received and stated that, patient is not able to drive anymore. Has trouble walking straight, feels her depth perception is very off and feels so imbalanced. Additional information received and stated that, the patient¿s can't get her two eyes work together, this affecting her walking.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).